Manufacturer narrative:
Patient presented with potential lock jaw during treatment with simpli5 aligners. Simpli5 treatment was discontinued and a referral to a tmj specialist was given to the patient. Telephone discussion with the specialist would indicate diagnosis of tmd. The patient was wearing the aligner when symptoms developed, however, the specialist indicated there is only a slight change the aligners may have contributed to the diagnosis, provided the patient wore both appliances simultaneously. The orthodontist stated the patient's lower jaw may have been protrusive prior to aligner treatment and may have also been a contributing factor to the diagnosis.

Event description:
Doctor alleged patient wore first tray and developed lock jaw. Patient is seeking medical treatment.